Manufacturer narrative:
Product complaint # (B)(4). Investigation summary complaint device not returned for analyze. Device in wrong position: the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled back across aov during repositioning and was not able to re-advance by the md. Device history lot device lot#: 1942861 device history batch sub-component lot #: n/a device history review pump sn (B)(6) pass all post sterile inspection criteria.

Manufacturer narrative:
A.6 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient noted for high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. During implanting, the medical doctor went to reposition the impella cp and pulled back across the aortic valve and could not re-advance. The medical doctor made the decision to remove the impella cp and continue with the procedure. No patient harm was reported due to the issue.